Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient's device shut off and went into power on reset (por) after radiation therapy and chemotherapy for cancer. The implantable neurostimulator (ins) was connected with a clinician programmer and the time was reset. The patient was educated to shut the ins off before doing a procedure. There were no other actions taken and the issue was reported to be resolved. No further complications were reported.